Event description:
Patient underwent blood tests on (B)(6) 2013 with a chromium level of 1.0 mcg/l patient underwent blood tests on (B)(6) 2015 with a chromium level of 1.5 mcg/l and a cobalt level of 1.7 ug/l

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "early or late postoperative allergic reaction" and also states, "intraoperative or postoperative bone fracture and/or postoperative pain. " and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015- 01208 / 01209).

Event description:
It was reported by the patient that he underwent an initial right total hip arthroplasty on (B)(6) 2008. Subsequently, patient alleges that he has an unknown amount of elevated metal levels in his blood and is having constant pain. He has not experienced any trauma or injury that would have contributed to his symptoms. A revision is recommended; however, no revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.